Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the unit shut down. The system was rebooted, however, it took a long time to come on. The case was completed without patient harm.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the power controller printed circuit board (pcb) was replaced and the memory was reseated. The power cable was returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 13, 2013. Based on qa assessment, the product met specifications at the time of release. A power controller pcb was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The sample was installed into a calibrated system for functional testing. The system was found to boot up and shut down multiple times with no issues. The pcb was then tested and found to meet specifications. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).